Manufacturer narrative:
The reported events of premature depletion of battery and device in backup mode were confirmed. As received the device was in backup mode and battery was at end of life (eol) level. Analysis of the device image revealed a sudden drop in battery voltage, which triggered a power-on reset (por) and subsequently activated backup mode. Device was cut open and electrical testing performed, and no anomalies were noted on the device. A longevity calculation was performed and found the battery depleted prematurely. The premature depletion of the battery is consistent with a latch-up condition in the hybrid circuitry, caused by a transient anomaly in an integrated circuit.

Event description:
New information received notes that another allegation of premature battery depletion was noted.

Event description:
It was reported that a patient presented with premature battery depletion and bvvi mode noted on the patient's pacemaker. The device was noted to have reached elective replacement indicator and premature depletion was alleged on the device. The pacemaker was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.